Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one day following a cataract extraction with intraocular lens (iol) implant procedure, a white foreign material was found on the surface of the iol. After three days of follow-up, there was no change. The patient also reported that the view was whitish and was difficult to see. The patient is currently under follow-up. Additional information was provided by the surgeon that the patient will be followed for a while because of postoperative inflammation which is within normal range.